Event description:
The account stated the head up is not working on this bed. He replaced the coil and the problem returned. Then he tapped on the valve and the head section started working.

Manufacturer narrative:
Repairs have not been completed.